Event description:
Caller reported a cgm error with the code 42 during a sensor session. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to reset the pump, successfully eliminating the error, and was able to begin a new sensor session.